Event description:
It has been reported via sales rep that during a surgery, after the surgeon handled the surgical simplex cement, eyes itch and eyes irritation appeared. It has been reported by the customer that he followed the ifus. It was further reported that after handle the surgical simplex cement, the eyes of the nurse felt itchy and irritated.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.